Event description:
It was reported that balloon rupture occurred. The patient presented with edema. The 65% stenosed target lesion was located in the moderately tortuous left iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the second inflation at 7 atmospheres for 10 seconds, the balloon ruptured. The device was removed intact and the procedure was completed with another of same device. There were no patient complications reported.